Manufacturer narrative:
Follow-up # 1 date of submission 03/24/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/06/2014 with the following results:during investigation, the battery compartment was found to be cracked. Evidence of moisture damage was found in the battery compartment. The pump failed a leak test due to the battery compartment crack. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed normally. The contrast button was found to be unresponsive; which has no effect on insulin delivery. The keypad cover was opened and evidence of contamination was found under the up arrow, down arrow, and contrast key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.